Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they allege insulin pump was under delivering and customer performed self test and they occurred hardware low level failure error. The customer¿s blood glucose level was 22 mmol/l went to 33 mmol/l at the time of incident and other blood glucose value was 15 mmol/l. Customer stated that they experienced high blood glucose level and was recommended to treat with insulin pen. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The customer experienced symptoms such as nausea and abdominal pain. Customer stated that they alleges insulin pump was under delivering due to blood glucose were not lowering even when using pens, blood glucose stuck at around 17 mmol/l. The insulin pump will not be returned for analysis.